Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that the filter was tilted approximately 45-50 degrees. The apex of the filter and six limbs were observed perforating the cava wall, into the aorta and the retroperitoneum. Reportedly, there was an unsuccessful attempt to retrieve the filter with a cone. The filter was then surgically removed. The patient is currently asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been retained by the user facility; therefore, not available for evaluation. The event investigation is currently underway.